Manufacturer narrative:
The field service engineer (fse) found the aspiration probe was bent. The fse replaced the aspiration probe and performed alignment to resolve the leak. (B)(4).

Event description:
While troubleshooting time out errors, the customer noticed a leak of reagent and blood that had overflowed into the drip tray on the coulter act 5diff cap pierce (cp) instrument. The volume was reported as three to four drops and the leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated